Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room upon receiving multiple inappropriate shocks. Upon interrogation, it was revealed that the patient's right ventricular (rv) lead was over-sensing unspecified signals, depicted as double-counting on the electrogram (egm). It was further discovered that the rv lead was failing to capture, exhibiting r-wave amplitude variation, and decreasing in pacing impedance. X-ray confirmed that the lead had dislodged. The patient presented in clinic for lead repositioning on (B)(6) 2020. It was found that upon repositioning, the patient was experiencing discomfort. Another x-ray was performed and confirmed that the revised lead caused cardiac perforation. The lead was then explanted and replaced. The patient was stable.